Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00871. It was reported the patients leads had migrated. One lead migration was visible via x-ray. Surgical intervention was undertaken during which it was noted both of the leads had migrated out of place. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00871. It was reported the patients leads had migrated. One lead migration was visible via x-ray. Surgical intervention was undertaken during which it was noted both of the leads had migrated out of place. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.